Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during insertion. Symptoms/ae:none. It was reported that during attempted device insertion the xpert sent prematurely, partially deployed. Reportedly, this occurred out of the anatomy. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the complete device was returned for investigation. The stent was partly deployed by eight strut rows. The device did not show any kinks. The tuohy borst valve was in the closed position. Flushing and guide wire compatibility were performed and the stent was fully deployed. Neither the stent nor the stent area showed any abnormalities. No manufacturing issues were detected. The root cause for the reported premature stent deployment could not be determined. A review of the finished device history record for this lot did not reveal any non-conformity which could have contributed to this complaint.